Manufacturer narrative:
The cause of power loss is undetermined at this time but may have been contributed to by an out-of-warranty battery cap. The owner's guide advises the user to replace the battery cap every 6 months or more frequently if the pump is exposed to water or a dusty environment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the patient sought medical treatment at the emergency room (ER) with blood glucose (bg) reading of 459mg/dl. The patient stated that he received intravenous fluid and an insulin injection. He was discharged from the ER with insulin and syringes for treatment at home. The patient said his bg was elevated when he awoke and he noticed that the pump was powered off. He attempted to restart the pump but it remained powered up for about 30 minutes and then shuts off intermittently. The patient admitted that he had not replaced the battery cap on this pump (purchased (B)(6) 2009). There is no additional information available about the condition of the battery cap or pump; the pump is being replaced. This complaint is being reported because the pump stopped insulin delivery during the night when power was lost.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no physical damage found to the battery compartment or battery cap. The battery cap was found to securely tightly to the pump with no intermittent power issues were found. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The intermittent power issue was not duplicated during testing.